Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the two prongs of the inserter sleeve broke off during a case. One of the prongs was retrieved, but the second prong broke off flush with the interbody spacer and remains in the patient.